Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported that speed control knob on the front panel of the roller pump was loose. The user employed an alternate device for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.